Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: the device and three radiographic images were returned for evaluation. A visual inspection of the balloon did not identify any rupture related defects. The device was attached to an in-house inflation device and inflated. No leaks or ruptures were noted along the length of the device. Therefore, the investigation is unconfirmed for the reported balloon rupture. The image review could not confirm the presence of a balloon rupture. The definitive root cause for the alleged balloon rupture could not be determined based on the available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 06/2023),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the popliteal artery via common femoral artery, the pta balloon allegedly ruptured at 8 atm. It was further reported that the peroneal artery perforated. A balloon expandable vascular covered stent was used to complete the procedure. The current status of the patient is unknown.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the common femoral artery, the pta balloon allegedly ruptured at 8 atm. It was further reported that the peroneal artery perforated. A balloon expandable vascular covered stent was used to complete the procedure. There current status of the patient is unknown.